Event description:
It was reported that the customer experienced a blood glucose (BG) level that was displayed as ¿High¿; however, a specific value was not provided; cause was unknown. Reportedly, the customer declined assistance from Tandem Technical Support regarding the issue. No additional patient or event information was available.